Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to a suspected infection. It was later reported that perioperative antibiotics were administered. The date of onset/diagnosis of infection was (B)(6) 2014. The patient did not have meningitis. Signs and symptoms of infection were redness, drainage, and incisional wound opening. The other symptom noted was cellulitis. Primary location of infection was at the femoral incision. A culture was obtained on (B)(6) 2014 there and the type of organism cultured was found to be "staff." The treatment instituted for the infection was oral antibiotics and total device system explant. It was also stated that femoral incision could have been contaminated pot-op, the patient had the right leg below knee amputated.

Manufacturer narrative:
Product ID 3550-29, lot# n422458, implanted: 2014 (B)(6), explanted: 2014 (B)(4); product type accessory product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).